Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿stapler got malfunctioned¿? Please confirm product code used? What was the procedure? What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? Why did the surgeon decide to do a colotomy bag? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the hemorrhoid stapler got malfunctioned during stapling. Patient underwent laparoscopic retail tear repair and now patient is with colostomy bag.